Manufacturer narrative:
B3 - date of event estimated. D4: a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during inspection of the hi-torque (ht) balance middleweight (bmw) universal guide wire, it was noted that the coating on the wire was missing and the guide wire felt very rough. The physician took out the rest of the guide wires in the box and had the same issue. The guide wire was not used and there was no patient involvement. Another bmw guide wire from a different package was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that during inspection of the hi-torque (ht) balance middleweight (bmw) universal guide wire, it was noted that the coating on the wire was missing and the guide wire felt very rough. The physician took out the rest of the guide wires in the box and had the same issue. The guide wire was not used and there was no patient involvement. Another bmw guide wire from a different package was used to complete the procedure. There was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the black polymer did not look like it peeled off but there was a noticeable difference in the material when the physician felt it. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported product quality problem (irregular texture) could not be confirmed. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire material was observed to be "different". Analysis of the returned device was unable to confirm the reported irregular texture. Visual inspection found no damage or textural anomalies. Analysis also noted bends on the core, a kink on the shaping ribbon, and misaligned coils. This type of damage is consistent with mishandling. It is possible that these damages were sustained during inspection or the return process. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additional information: d4 - model # added. D4 - catalog # updated. D4 - lot # updated. D4 - primary UDI number updated from unknown universal bmw, unknown, (B)(4) to: (B)(4). Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H6 - medical device problem code 2306 removed.